Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on radius side assessed, as surgical impact opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. Additional observations: non penetrating nick observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side rupture. Via ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Results/lab summary: visual analysis of the photographs identified: ¿rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding patient details, device return has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with a non-allergan device.